Event description:
It was reported that the patient had a bad fall in (B)(6) 2014 and it caused one of their lead wires to come out of their interstim device. The health care provider (hcp) went in and repaired the lead wire, but when they did that they checked on the patient¿s spinal cord stimulation (scs) device leads that was from another manufacturer and that caused an infection in that device and it had to be removed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that patient¿s right tined lead was causing a shocking sensation. The right lead was removed on (B)(6) 2014. The manufacturer representative was not sure of the lot number on the right lead as the left lead was actually a previously implanted lead that was capped. The left lead was used once they found that lead was in good position and confirmed that it could be used by testing patient motor responses. The patient had appropriate sensory responses for the left lead post-operatively following completion of the procedure. To the manufacturer representative¿s knowledge the shocking was resolved. The patient planned to do a post-operative follow-up in coming weeks with their health care provider¿s (hcp¿s) office. They did not keep the lead for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient reported to their doctor on (B)(6) 2014 that the left lead was working great and their urinary symptoms had improved. It was stated that it was a successful revision.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID 3093-28, lot# v884820, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).